Event description:
It was reported by svc report that the scale was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: scale was out of calibration.